Event description:
It was reported the patient presented with a right ventricular lead that exhibited high capture thresholds that resulted in loss of capture. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.